Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 251-253 mg/dl. He customer declined to perform a system check on the pump and stated that the pump supplies would be changed at a later time. Customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.